Event description:
A consumer reported via social media that following the use of this product, the cornea of one eye was "all fogged up" with extra white cells. The consumer reported that contact lens wear had been discontinued for at least one month to see if vision cleared up. The consumer reported they were informed by a health care professional that the contact lenses the consumer was wearing and the solution may not be compatible. The rptr did not provide any contact info; therefore, f/u was not able to be conducted.

Manufacturer narrative:
Eval summary: no lot code was reported or sample provided by the customer. No root cause could be determined however this report is consistent with known adverse events indicated in the product literature. Consumer product use, and lens care practice cannot be confirmed. The rptr did not provide any contact info; therefore, f/u was not able to be conducted. (B)(4).